Manufacturer narrative:
Voluntary medwatch form #: mw5066840. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set had an issue of underinfusion and air in the line as well as the filter. The incident may have been related to bending in the add-on filter and/or antisiphon valve or the increased resistance due to the add-ons. The bending in the add-ons was corrected. The underinfusion was between 15% and 56%, and the patient was compromised and needed additional care. The patient required higher levels of monitoring. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00557, 3012307300-2017-00558, and 3012307300-2017-00559.